Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 101) error message indicating an incorrect outlet pressure measurement. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the occurrence of system fault error message (sf101). The investigation found that the device error was triggered upon circuit disconnection. Based on all available information and previous investigations of similar complaints, the investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 101) error message indicating an incorrect outlet pressure measurement. The device was not in use when the fault occurred; therefore, there was no patient involvement.